Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing through the guide catheter. Upon removal, it was noted that the shaft had separated. No pt injury or complications occurred.